Event description:
The catheter was placed in 2000, a crack was found two weeks later above where the two lumens are joined. The crack was found while the pt was sleeping at home. The pt had blood loss. The pt was sent to the med ctr. For removal and replacement in 2001.